Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event ocurred in the united states. It was reported that patient faced two infusion set cannula bent event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.